Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qc) were recovering higher than the acceptance range every 10 days. The chemistry wash was cloudy when removed from the instrument and qc was acceptable after decontamination. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that it was consistent with biofilm in the chemistry wash fluidics. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced and aligned the sample, reagent 1 and reagent 2 probes. The cse also replaced the chemistry wash cap and tubing, reagent probe cleaner, sample probe cleaner and water system to millipore. The cse then replaced the millipore pipes, heterogeneous module (hm) solutions pipes and hm tubings. During the follow-up visit, the cse found that the qc values lowered by 0.3 ng/ml after the decontamination procedure. The patient values were reported to the physician(s) when the qc was outside of range. As per dimension cardiac troponin-I instructions for use, "at least once each day of use, analyze two levels of a quality control (qc) material with known cardiac troponin-I concentrations. Follow your laboratory internal qc procedures if the results obtained are outside acceptable limits." The cause of the results being reported while quality control being out of range was due to use error. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated cardiac troponin-I (ltni) results were obtained on multiple patient samples upon initial and repeat testing on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. Few patients had to stay hospitalized longer due to the falsely elevated results. The samples were repeated using an alternate methodology, resulting lower. The corrected results obtained using the alternate methodology were reported to the physician(s). The patients were released after the lower results were obtained on the alternate platform. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.

Manufacturer narrative:
The initial MDR 2517506-2018-00069 was filed on 06-feb-2018. Additional information (05-jan-2018): a siemens customer service engineer (cse) was at the customer site on (B)(6) 2018 as the customer had reported that their cardiac troponin-I (ltni) quality controls were recovering high. The customer provided patient data on 12-jan-2018. During the follow-up cse visit on (B)(6) 2018, the cse replaced multiple parts including sample probe cleaner bottle cap, reagent probe cleaner cap and wash buffer bottle cap. Calibration was run, which was acceptable. The cause of the discordant, falsely elevated ltni results on patient samples and quality control being high is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.